Manufacturer narrative:
The reported event of ¿atrial lead completely broke away¿ was confirmed by analysis. A partial lead was returned in two pieces. Final analysis found the outer coil and all five filars of the inner coil appeared to be fractured proximal to suture tie impression. Scanning electron microscope evaluation confirmed that all five filars of the inner coil were fractured. The cause of the reported events was due to fractured outer and inner coil consistent with bending fatigue. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found an external insulation abrasion the outer insulation and exposing the outer coil distal to the suture tie impression. The cause of the external insulation abrasion is due to friction to another device or feature of the heart.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure the atrial lead completely broke away. The lead was explanted and replaced. The patient was in stable condition post-procedure.